Event description:
Caller reported a malfunction on the pump, but there were no notable events preceding the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue reappears, which the caller acknowledged and understood.